Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. One hour post procedure, a pericardial effusion was noted. A pericardiocentesis was performed where 300ml of blood was drained. The patient was kept overnight to be monitored and then discharged the following day.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. One hour post procedure, a pericardial effusion was noted. A pericardiocentesis was performed where 300ml of blood was drained. The patient was kept overnight to be monitored and then discharged the following day. It was further reported that the patient had a pericardial effusion with cardiac tamponade.